Event description:
The endoscrub sheath was leaking normal saline fluid, which was being passed through it, due to holes in the sheath. There are not supposed to be holes in this device. Procedure was delayed approximately 5 minutes to open a new sheath. No injuries to the patient were reported.